Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that the meter was reading inaccurately high. The pt reported a result of 19 mmol/l. He compared this result to his normal readings/feelings. He contacted his nurse for advise and she tested his blood sugar on an unk meter and stated that she thought the mpt's meter was reading inaccurately high. The pt was given a new meter. The pt did not receive any treatment. The pt discovered the meter was set to mg/dl. He stated that he did not go into the setup mode to make any changes; therefore, the case is being reported as a malfunction. There is no evidence of a serious injury. No meter replacements are being sent; the meter was reset for the pt.